Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units safety disk membrane not passing test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) has evaluated the issue and states that service order no longer valid. Safety disk supplied to customer to install. Additional information was requested from the fse with regard to the status of the iabp; however, despite our best efforts, no status information of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.